Event description:
It was reported that the pt had an inflammatory mass, return of pain, and a sensation of "bugs crawling under the skin." The pt also had possible withdrawal. The drugs used in the pump at the time of the event were fentanyl and saline. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Event description:
It was previously reported, on (B)(6) 2011, that a MRI was performed to confirm the presence of a granuloma. The patient's physician did not treat the patient with oral medications or a patch. Saline was to be placed into the patient's pump. There was no compression on the spinal cord, no numbness, and no other neurological symptoms were reported, at that time. Additional information reported that a single-tone pump alarm was heard on (B)(6) 2011, but telemetry had not been performed. Saline was placed into the pump "last week." The patient was scheduled for a pump replacement procedure on (B)(6) 2012. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
Additional information reported that the patient had a pump revision surgery performed on 2012-(B)(6). The patient was "still weak," but was "getting much better."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8731, lot# b008694n16, explanted: 2012-(B)(6).